Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 16560600, UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead explant procedure due to an unknown reason. It was noted that the lead was removed as the implantable pulse generator (ipg) had also been removed previously (MFR. Report no.3006630150-2025-07218). The explanted device was kept by the medical facility. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700 . Model: sc-8216-70. Serial: (B)(6). Batch: 16560600. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 16445125. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43160. Model: sc-4316. Batch: 16139941. UDI: (B)(4).

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) lead and anchor explant procedure due to an unknown reason. It was noted that the device components were removed as the implantable pulse generator (ipg) had also been removed previously (MFR. Report no.3006630150-2025-07218). The explanted devices were kept by the medical facility. No further information could be obtained despite good faith efforts.